Event description:
It was reported the representative was unable to connect the clinician programmer with the patient¿s implant. Interrogation was possible pre-operatively with no issues and programs were loaded into the device. Connection with the device was not possible in the body or outside the body intra-operatively. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va094wk, implanted: (B)(6) 2013, product type: lead. (B)(4).